Manufacturer narrative:
The complainant was unable to report the upn and lot number; therefore the unique identifier (UDI) #, manufacture date, and expiration date are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to a spyscope ds and a spyglass ds controller used during the same procedure. It was reported to boston scientific corporation that a spyscope ds and a spyglass ds controller were used during a procedure performed in the intrahepatic bile duct on (B)(6) 2021. During the procedure, the spyscope ds stopped communicate with the controller. The procedure was not completed due to this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.